Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The daughter's blood glucose level was 222 mg/dl at the time of the incident. The customer's mother reported insulin pump is saying insert battery, but they are inserting it and it still isn't registering. The insulin pump is showing a blank display. The customer's mother completed troubleshooting, which confirmed the blank display. The customer's mother was advised to monitor her daughters blood sugars and revert to the backup plan as needed. The insulin pump will not be returned for analysis.